Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid leaked from where cassette was inserted. The patient was connected during the incident. The patient had received m31 air detected in cassette warning and "notice: draining slowly" message alarms during drain 2 of 5 of treatment. The patient was advised due discontinue use of the cycler and continue use of the cycler the following night. There was no patient injury noted. The patient contact knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient contact confirmed the reported event. The patient contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient contact confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid leaked from where cassette was inserted. The patient was connected during the incident. The patient had received m31 air detected in cassette warning and "notice: draining slowly" message alarms during drain 2 of 5 of treatment. The patient was advised due discontinue use of the cycler and continue use of the cycler the following night. There was no patient injury noted. The patient contact knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient contact confirmed the reported event. The patient contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient contact confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed valve actuation test passed pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid leaked from where cassette was inserted. The patient was connected during the incident. The patient had received m31 air detected in cassette warning and "notice: draining slowly" message alarms during drain 2 of 5 of treatment. The patient was advised due discontinue use of the cycler and continue use of the cycler the following night. There was no patient injury noted. The patient contact knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient contact confirmed the reported event. The patient contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient contact confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.